Event description:
I used the now recalled philips system one (q series) CPAP device for sleep apnea from (B)(6) 2016 through (B)(6) 2021. During this time I nearly died from a lung infection and lung inflammation in (B)(6) 2017, forcing me to retire as (B)(6) supervisory assistant state's attorney. In (B)(6) 2019 I was again rushed to the ER and this time diagnosed with a new condition, the coronary disease known as chronic atrial fibrillation. I was forced to have a pacemaker surgically implanted in my chest, and subsequently forced to retire from my position as (B)(6) court magistrate. Upon receiving this new diagnosis, I radically altered my nutritional, exercise and sleeping regimen in order to help remedy the intensifying lung disease and new coronary disease. My conditions improved, most noticeably by losing over fifty pounds and achieving my ideal body weight of (B)(6) pounds, and my doctors praised this new health regimen for reversing my conditions. In (B)(6) 2021 I began using the now recalled philips dream station CPAP device for sleep apnea. After having avoided any ER visits since the 2019 atrial fibrillation diagnosis in 2019, and while continuing the same health regimen that had so noticeably improved my conditions, from (B)(6) 2021 - (B)(6) 2022 I was rushed to the ER three times with life-threatening incidents of atrial fibrillation. Given my higher susceptibility to adverse lung and organ effects from inhaling vocs due to my preexisting lung diseases copd and asthma, the coincidence of the worsening lung condition and onset of the new coronary condition with the onset of the usage of the recalled devices, and the FDA warnings about just such health effects, my medical consultants believe that these two philips CPAP devices may have caused or contributed to these life-threatening health conditions and incidents. FDA safety report ID # (B)(4).